Manufacturer narrative:
The customer reports that the sample device is available for eval. At the time of this report, the sample device was not returned for eval.

Event description:
The event is reported as: the legs of the staples did not form. No pt injury reported.